Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up sudden change in pace impedance measurements and r wave amplitudes were noted when it comes to this right ventricular (rv) lead as well as loss of capture. A lead dislodgement was alleged. A revision took place and this lead was explanted and discarded. A new lead was implanted. No adverse patient effects were reported.